Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference 129441720202011064. The report from hospital says: "a ventilator compressor stopped running. At 8 o'clock in the evening on (B)(6), an alarm indicating missing air source\insufficient oxygen pressure was triggered in a galileo gold ventilator from hamilton. Galileo gold ventilator was immediately checked. It was found that the air compressor stopped running. The affected ventilator was replaced with a standby ventilator, and the incident was reported to an equipment engineer in the hospital for repair. During the incident, the patient had slightly accelerated breathing, and there was no significant change in blood oxygen. After the incident, the patient received relevant examinations, and the results showed no obvious damage to organ functions." It was found that the internal pipeline in the air compressor of the ventilator was affected by aging, which caused leakage. The ventilation was insufficient and patient moved to other device. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
A ventilator compressor stopped running. At 8 o'clock in the evening on aug. 16, an alarm indicating missing air source/insufficient oxygen pressure was triggered in a galileo gold ventilator from hamilton galileo gold ventilator was immediately checked. It was found that the air compressor stopped running. The affected ventilator was replaced with a standby ventilator, and the incident was reported to an equipment engineer in the hospital for repair. During the incident, the patient had slightly accelerated breathing, and there was no significant change in blood oxygen. After the incident, the patient received relevant examinations, and the results showed no obvious damage to organ functions.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the compressor was used with a ventilator during patient ventilation. An alternative device was made available. The root cause was determined to be a defective air compressor cylinder and tubing due to aging. In consequence the cylinder and internal tubing were replaced. There was no reported patient or user harm.

Event description:
A ventilator compressor stopped running. At 8 o'clock in the evening on aug. 16, an alarm indicating missing air source\insufficient oxygen pressure was triggered in a galileo gold ventilator from hamilton galileo gold ventilator was immediately checked. It was found that the air compressor stopped running. The affected ventilator was replaced with a standby ventilator, and the incident was reported to an equipment engineer in the hospital for repair. During the incident, the patient had slightly accelerated breathing, and there was no significant change in blood oxygen. After the incident, the patient received relevant examinations, and the results showed no obvious damage to organ functions.